Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast prosthesis rupture, bilateral breast ptosis. (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision procedure with mentor memorygel breast implant 375cc gel breast prostheses when the left breast prosthesis ruptured after implantation. Rupture was diagnosed by a physical exam. In addition, the patient developed bilateral breast ptosis. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 475cc gel breast prostheses on (B)(6) 2020. The ruptured left breast prosthesis was discarded after explantation surgery. This medwatch report is for the patient¿s right breast prosthesis.